Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain additional information on repair. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. No further gfe attempts are required.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units drive manifold test fails.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d5, d10, e1(name, email), e2, e3, g2, h6(health clinical & impact)

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit drive manifold test fails. There was no patient involvement.